Event description:
It was reported that the customer's insulin pump was malfunctioning. It was further stated that the act button would stick, the insulin pump was requiring frequent battery changes, and the customer experienced unexplained no delivery alerts. The customer also noted he had to restart the rewind to complete it and there was possibly condensation inside the pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.